Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during an implant procedure the right atrial (ra) lead exhibited unstable to high pacing thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.